Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and caller stated no unusual events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer turned pump off and, with guidance from technical support, completed pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if any further malfunction occurred, and case was closed with no further action required.